Event description:
It was reported that the unit kept reading air in line and stopped working as expected. There was no patient involvement.

Manufacturer narrative:
B3: it was indicated that the event date is 06-sep-2024. However, this date is after the initial report date of the event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Review of event log found air detector detected messages. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem air in line was verified by functional testing. The cause is the air detector. Replaced the air detector to correct the issue. The device passed all functional tests after the repair.